Manufacturer narrative:
(B)(4). Evaluation of the returned device found it partially deployed and the link was broken at the posterior cuff. A link detachment will result in a failure to retrieve the suture during plunger retraction and can appear very similar to the reported cuff miss event. Based on this finding the reported experience is confirmed. Both cuffs were captured and attached to the needle tips. During testing the suture was pulled out from the device without any unusual resistance and it is not a contributing factor. The suture bearing, bridge and guide were examined and found to be normal for a deployed device and not a contributing factory in the event. Some of the identified causes for a link break are as follows: excessive force during plunger removal, motion or a side wall stick. Based on the analysis of the device the root cause for the event is related to the operational context in during use of the device. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred and hemostasis was achieved with another proglide device. There was no adverse patient effect. Though requested, no additional information was provided.